Event description:
The customer stated that she had been receiving erratic blood glucose readings. She stated that she had a seizure, and her spouse had to call ems. The paramedics tested her sugar with their meter and her elite meter. They alleged that the filter meter was reading 70-80 mg/dl higher than their meter. The meter and test strips are to be returned for evaluation, and a new meter kit is to be sent.